Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray system was not booting up. Upon troubleshooting, fse attempted to reload the system software multiple times but was unsuccessful. To resolve the issue, fse replaced the tsm(touch screen module) and loaded the software. The defective tsm was returned to philips for failure analysis and software could not be installed on the touch screen module. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.